Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the malfunction was caused by a hardware issue. The technical support specialist stated that the issue had already been resolved by the field service engineer. The system functioned as intended after the field service engineer troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, it had a cubie pocket failure. The customer reported that issue occurred when dispensing medication to the patient. There were no adverse events or injuries reported based on this event.